Event description:
The facility reports the pt was being transferred to the tub room. In route, the pt slipped out of the sling, falling three feet and hitting their heels, buttocks, and head on the floor. The pt was brought back to their room for observation where they suffered a seizure and was taken to the hosp.